Manufacturer narrative:
(B)(4). Removal number: 1627487-07262012-002-r. This ipg serial number was included in field advisories. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
It was reported the patient's scs ipg is inoperable (an sjm representative confirmed) after not being charged nor used for an unknown amount of time. Surgical intervention will be taken at a later date to address the issue.

Event description:
Additional information received identified the patient's scs ipg was explanted and replaced. Stimulation was restored following the procedure.